Event description:
It was reported that the patient experienced left ventricular (lv) stimulation. It was noted there was increased threshold, high impedance and possible fracture. The physician and patient decided to leave the lead and check the values in the next weeks. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Beginning week of 13 mar 2014, impedance spiked from 350 ohms to 1280 ohms.